Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. Cause was not known. The customer's daughter called the ambulance and they were transported to the emergency room. Customer was treated with sweets, orange and apple juice, cookies, jelly and a turkey sandwich. Treatment resolved the issue and there was no permanent damage. Customer was released later that day, (B)(6) 2025.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.